Event description:
On (B)(6) 2013 at the (B)(6) in (B)(6) it was reported that the rpm 20-330 single roller pump module serial number (B)(4) displayed head error at low speed and the rotation of the pump was not stable. This error occurred during the service check when the unit was being installed. (B)(4).

Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The rpm module was returned to mcp in (B)(4) for investigation. The investigation determined that the tacho generator of the motor was defective and caused the reported head error message. (B)(4).